Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia and excessive bleeding at the infusion site. The patient reported bg (blood glucose) levels were very high while wearing the pod between 24 and 36 hours in the abdomen but did not provide specific levels. The patient was treated with fluids and insulin. Patient refused to provide any additional information.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.